Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
Per the clinic, it was reported that the charger plug allegedly overheated and melted whilst charging the external processor device. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.